Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that there was a postoperative breakage of the one (1) viper system screw. The patient underwent a revision surgery and lengthening implant on (B)(6) 2021. The initial surgery was performed on (B)(6) 2017. No further information provided. This report is for one (1) unknown viper screw this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown viper screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1-d4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D1-d4.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a manufacturing record evaluation was performed for the finished device. Product code: 186715740. Lot number: armfgn. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: october 30, 2014. Visual inspection: the mis cann poly scw 7x40mm,ti (part# 186715740, lot# armfgn qty# 1) was returned and received at us customer quality (cq). Upon visual inspection, it is observed that the screw shaft of the assembly was broken into two pieces. The broken piece was not returned. The device was received in the assembled condition with the rod and the set screw. The surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. The images received were also reviewed and the post-op screw breakage was confirmed. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq due to post manufacturing damage. Document/specification review: the following drawing(s) were reviewed: viper mis cannulated poly screw assy, dia 4.35-7.0mm x 20-100mm, ti: current and manufactured revisions no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for the mis cann poly scw 7x40mm,ti (part# 186715740, lot# armfgn qty# 1). A definitive root cause could not be identified for the reported issue with the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.